Manufacturer narrative:
(B)(4). The insulin pump was received with replace battery alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance (j6 pcb 1).no unexpected low battery alarm noted.after disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly.pump was received with minor scratched lcd window, scratched case,pillowing keypad overlay and serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's parent reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer advised they replaced the battery on the device multiple times, the issue recurred and remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.